Event description:
It was reported that when using the bd pyxis medstation system, the drawer 3.2 was not detected on the bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not on bus due to a software issue. The technical support specialist confirmed that the issue was resolved after the customer performed a hard reboot. The system functioned as intended after the technical support specialist troubleshooted the device.